Manufacturer narrative:
The primary complaint of ua27 (encoder fault (>3000 rpm)) error message was confirmed. The root cause of the problem was due to a defective integrated encoder. The integrated encoder was replaced to remedy the issue. The autopulse platform is a reusable device and was manufactured on 28 april 2011. Visual inspection was performed and the short black cover and load plate damage was observed. Archived review showed and confirmed the ua27 error message. Final functional testing was performed once the defective integrated encoder was replaced and the autopulse passed all the test and meets its performance specifications or otherwise device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Manufacturer narrative:
The autopulse platform was returned to zoll on (B)(6) 2017 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during demo use, the autopulse platform (sn: (B)(4)) stopped compressing without any error messages. When the platform was power cycled, the unit would perform few compressions and stopped working again. No patient involvement was reported.